Manufacturer narrative:
On (B)(6) 2016, the field service engineer (fse) was at the customer site and observed that the lh500 analytical instrument was generating plt vote outs. The fse found that the blood sampling valve (bsv) knob was broken. The fse replaced the bsv to resolve the issue. The repairs were verified as per service procedure. The failure mode for the reported event was a broken bsv knob. Patient information was not provided by the customer for this event. Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting.  This MDR report is a result of that retrospective review.  Bec internal identifier - (B)(4).

Event description:
The customer reported intermittent erratic high platelet results on their coulter lh 500 hematology analyzer. There was no report of erroneous results reported out of the lab from the provided information. There was no report of change or effect to patient treatment in connection with the reported event. Patient data was not provided by the customer for this event.